Event description:
An aneurx stent graft system was implanted into a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. It was reported that bilaterally, the arteries were severly tortuous and severely calcified. It was reported that during the removal of the delivery system the patient became hypotensive. The retrograde angiogram revealed that the left external iliac was ruptured. The physician elected to place another manufacturer's covered stent graft, resulting in a successfully repair the left external iliac artery. The patient was reported to be stable. The physician proceeded with the intervention with placement of two contralateral iliac limbs. Another angiogram was performed and demonstrated that the right external iliac was dissected. (2953200-2007-00163) the physician repaired this dissection with jump graft. The patient was sent to recovery in satisfactory condition. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection). Conclusions: device failure/lack of effectiveness related to pt's condition (severely tortuous and severely calcified arteries).